Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the antenna icon did not appear when the sensor session was started. No additional event or patient information is available.